Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit. No pt manipulation or trauma was reported. Chest x-rays were reviewed by the MFR and no obvious lead discontinuities were observed. The pt underwent lead revision surgery, and the explanted lead was returned to the MFR. Analysis of the lead confirmed a lead break near the electrode bifurcation area. Mechanical damage and extensive pitting was present in the area of the lead break.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.